Manufacturer narrative:
Additional information has been provided in section h.6 and h.10. No service has been requested by the customer; therefore a service record review cannot be performed. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the phacoemulsification (phaco) portion of a laser assisted cataract extraction procedure the patient experienced a posterior capsule puncture in the patient¿s left eye. The surgeon has noted that he may have caught the posterior capsule with the phaco tip because the ¿bag felt floppy¿. The surgeon was able to implant the intraocular lens with no further issues.